Event description:
Screw head popped off of screw during procedure.

Manufacturer narrative:
The affected product is not available for investigation. Therefore, it is not possible to determine the root cause of the failure. Based on statistical evaluation, there is no indication for any device related issue. The complaint is added to the trend.